Manufacturer narrative:
Product event summary: analysis found the device fail functional tests for low battery removal and heart wire connectors (atrial heart wire). The battery contacts were contaminated, upper case was damaged, and the battery drawer cover was damaged/loose. It was noted several parts backside of device were missing and the device was sticky.

Event description:
The external pulse generator was returned to the manufacturer for functional check, analyzed and tested out of specification. There was no patient involvement.